Event description:
On (B)(6) 2016, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2016. The reporter stated that the alleged meter issue began on (B)(6) 2015. The reporter stated that the patient manages her diabetes with a fixed dose of insulin. During the follow-up call, the reporter confirmed the patient did not make any changes to her usual diabetes management regimen due to the alleged issue. The reporter informed the mss that on (B)(6) 2016 the patient ¿lost consciousness¿ and the emergency medical services (ems) were contacted for assistance. The reporter claimed that a result of ¿30 mg/dl¿ was obtained on ems device on their arrival. The reporter informed the mss that the patient was treated by the paramedics with a glucagon injection. During the follow-up call, the reporter attributed the onset of the patient¿s symptoms to being unable to test the patient¿s blood glucose due to the alleged meter issue. At the time of troubleshooting, the customer service representative (csr) noted that the correct strips were being used for testing and that the correct testing process was being followed. The csr walked the reporter through a retest and the alleged meter issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for severe hypoglycemia after the alleged meter issue began.